Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("allergy-nickel post essure"), psychological trauma ("psych injury"), migraine ("migraine"), tooth disorder ("dental problems"), visual impairment ("vision problems") and insomnia ("insomnia"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral),oophorectomy (unilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, allergy to metals, psychological trauma, migraine, tooth disorder, visual impairment and insomnia outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, genital haemorrhage, insomnia, migraine, pelvic pain, psychological trauma, tooth disorder and visual impairment to be related to essure. The reporter commented: discrepancy noted (device was implanted on (B)(6) 1905). Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), general abnormal bleeding, allergy-nickel post essure, migraines, vision problems, psych injury, dental problems and insomnia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: plaintiff fact sheet received. New events added: pelvic pain, abdominal pain, dysmenorrhea (cramping), general abnormal bleeding, allergy-nickel post essure, migraines, vision problems, psych injury, dental problems and insomnia. Essure implant and explant date added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.